Manufacturer narrative:
(B)(4). Date sent: 08/24/2021. Additional information was requested, and the following was received: did the device cut? No. Did the device staple? No h11: corrected data = h1: type of reportable event: not reportable. Upon review of the information provided in h10, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Batch #: unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device cut? If the device cut/fired, was the cut line complete?

Event description:
It was reported that the device did not staple. No patient consequences. Procedure: unknown.